Manufacturer narrative:
One (1) imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified the device fractured at the collar. The non-reported crown and screw were attached to the top portion of the implant and there was dried blood and bone around the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 30 (universal) and was used for approximately 11 years 4 months. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (60886180). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (60886180) and no other complaints about nonconforming products were identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term parafunctional habits of the patient, over the period of 11 years and 4 months. The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant (tsv4b10) was removed due to implant fracture at tooth location 30.